Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma.

Event description:
Patient reported left side itching, pain, nodule, and ¿sores on the site.¿ healthcare professional later reported "breast nodules, granulomas, masthodinea, and that the patient does not feel safe with the implants. The device remains implanted.